Event description:
Revision surgery - due to pain and loosening.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Manufacturer narrative:
See d4 expiration date, h4 and h11. The reason for this revision surgery, the agent reported "(the doctor mentioned that the prothesis was inserted with all of its components and was set through impact. The doctor followed up with the patient, due to pain and discomfort. The doctor sent the patient to have an xray and the surgeon witnessed that the humeral cup had initially rotated, loosening. However, later on the cup completely loosened. The doctor completed the revision surgery without any complications, although it was necessary to change the entire humeral component.)." The previous surgery and the surgery detailed in this event occurred 1 year apart. Note: the primary and revision invoices/tickets were not provided at the time of this investigation. This evaluation is limited in scope as the item(s) associated with this investigation was not returned to djo surgical - austin for examination. The surgery was completed as intended and without incident. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated. There was no information submitted with this complaint about any patient activities, accidents, or medical contraindications that may have contributed to the reported event. There were no findings during this evaluation that indicate that the reported device(s) was defective. The surgeon performed this procedure to remedy the patient's condition. No further action is deemed necessary. There was no information submitted with this complaint about any patient activities, accidents, or medical contraindications that may have contributed to the reported event. There were no findings during this evaluation that indicate that the reported device(s) was defective. The surgeon performed this procedure to remedy the patient's condition. No further action is deemed necessary. A review of the device history record(s) show that the reported component(s) used in the previous surgery, when released for use, showed that all critical dimensions and specifications were met when released. There were no nonconforming material reports associated with the product(s) that may have contributed to the reported event. The device(s) was verified to have gone through an acceptable sterilization process and was within its expiration date at the time of the previous surgery. Customer complaint history of the reported device(s) showed no present trends or on-going issues that are needing a review. The root cause of this complaint was a revision surgery due to a loose cup. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the event. There are multiple factors not related to the implant that can play a role in loosening, such as loose joint from inadequate tissue, excessive range of motion, or trauma.